Event description:
The customer reported clenz cleaner solution leaked and appeared under the needle cartridge involving the coulter lh 500 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection did not have direct contact with the fluid. The customer stated a small amount of the fluid leaked onto the counter and cleaned it up following the laboratory protocol. The customer performed troubleshooting and stated no further fluid leak was observed. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed fluid leaked under the needle. The fse noted fluid is clenz solution from shutdown that gets pushed into the needle to clean it. And a small amount came out of the top of the needle cartridge. The fse cleaned the needle, and the customer was instructed on how to replace the needle. (B)(4).